Event description:
It was reported that shaft break occurred. The target lesion was located in the mildly tortuous and mildly calcified left anterior descending (lad) and circumflex arteries. A 3.00mm x 20mm emerge balloon catheter was advanced for treatment. During the procedure, the balloon was utilized to re-enter a previously deployed drug-eluting stent (des) through the stent struts, after which the balloon separated from the delivery catheter. The device was removed intact, and the procedure was successfully completed with a different device. No patient complications were reported.